Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the event site is (B)(6) medical center of (B)(6). A getinge service territory manager (stm) was dispatched to investigate. The stm was informed that the biomedical engineer had already taken the iabp apart to troubleshoot the unit. The biomed replaced the display interface but the problem did not resolve; the unit would not turn on. The stm evaluated the iabp and confirmed that the unit would not turn on. The stm checked several fuses, both the 10a and 30a and both fuses were fine. When the unit was turned on, the stm noticed that the operational hours did not show on the led screen. The stm checked the power supply voltages and nothing was indicated. The stm removed the fuses (2) by the ac plug and both checked out okay. He then reinstalled the fuse and suddenly the unit eventually turned on, but shutdown on its own approximately one minute later. The iabp unit was re-started again and it remained on for approximately 20 minutes. The stm was unsure what caused the unit to eventually turn on, but recommended replacement of the power supply due to its intermittent operation. A cost estimate was provided to the customer. The stm later returned to resume repair of the iabp unit. The stm replaced the power supply, back-up batteries and safety disk. Upon inspection of the motor controller board, the stm observed a significant amount of dried saline and determined that the part needed to be replaced to prevent any kind of latent failure in the future. The stm did not have the part on hand and later returned to resume repair. The stm removed and replaced the motor controller board with significant amount of dried saline. Calibration was completed. . In addition, the stm performed a preventative maintenance (pm) on the cs00 iabp. The iabp unit completed functionality, performance and safety testing and was released for medical use.

Event description:
It was reported the cs300 intra-aortic balloon pump (iabp) experienced a power-up failure. There was no patient involvement; thus, no adverse event was reported.